Manufacturer narrative:
Device evaluated by MFR: the customer requested just a replacement therapy capacitor with no engineer evaluation.

Event description:
It was reported to philips that the device had a charging error message. There was no patient involvement.